Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) was turning off on its own. This occurred during normal use. The patient did feel stimulation and confirmed that the device was on. When interrogated in the office, the device showed that it was off. Additional information received from the health care professional reported that he checked the device and it was on (confirmed with both physician and patient programmers), and then checked again five minutes later and it was off without ever hitting the ¿off¿ button. The patient was watched during this time and she did not hit a wrong button on the patient programmer. A couple things were checked: cycling mode was off, impedances was 1167 ohms, and a pelvic x ray showed no break in the wire and it remained in its original position. The patient noted that this was occurring at home as well (not just in the clinic that day). There was no sign of por, nothing was reset, and nothing had to be re-entered. It was also noted that the patient had pain at the device site since implant. The doctor was curious if leakage from the device into the body could occur, but this was not alleged. At one point this was attributed to infection and the patient was placed on IV antibiotics for a few days. The patient was instructed to turn the device completely off to see if the pain improved. The device was removed and returned for analysis.

Manufacturer narrative:
(B)(4). Analysis of stimulator with serial number (B)(4) reveals functionally okay with insignificant anomalies. The device turned on and passed bench testing. Output looked normal. Device was ran for about 5-7 minutes just to see if it would turn off (complaint states it would turn off after a few minutes) but it continued to run normally without shutting off. It was tried again, this time shutting off the physician programmer and letting it run for another 5-7 minutes, then re-interrogating the device. As before, the device continued to run normally. The ir shows a por but there were burn marks on the can which could potentially explain that, plus the complaint states there were no por¿s observed. Both devices (test stimulator and explanted stimulator) functioned properly throughout the duration of the test. Both devices were set to the parameters the explanted device had when received for analysis. The device passed all testing and no anomalies were observed in the device¿s functionality. Due to the reported complaint of pain at ins site , a connector block leakage test was performed and normal impedances were observed, indicating there were no electrical leakage paths in the connector area. A lab functional test determined there was good stable output on all electrode pairs referenced to one electrode. The ins successfully synced with a known-good patient programmer. Analysis determined there were no issues when pressing on the ins can. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 64 hours of testing at body temperature.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.